Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was due to a supply bag falling and disconnecting. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during use. The home patient (hp) stated the supply bag fell and disconnected. The baxter technical service representative (tsr) had the hp restart with new supplies. The tsr advised the hp to call the nurse in the morning. The sample was discarded. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4).per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.